Event description:
Pt underwent a cataract extraction of the rt eye using the ultrasonic handpiece and an intraocular lens was inserted without incident. The irrigation/aspiration (I/a) handpiece was then used to irrigate the anterior chamber of the eye. During this procedure, a foreign body was noted and removed with the I/a handpiece. The attending physician noted a foreign body in the anterior chamber of the operative eye during the pt's postop visit the next day. The attending physician notified this facility to report the problem and to schedule a second surgery for the pt to remove the foreign body. An or nurse examined the handpiece that day. Upon exam, the I/a handpiece was noted to be cracked and with little effort was disassembled at an interference fit joint. There was rust and metal flaking noted in this joint. The handpiece was immediately taken out of service. A procedure was performed on the pt the third day post op and the foreign body was successfully removed.